Event description:
As reported by the edwards field clinical specialist, the patient developed a pericardial effusion and small apex bleed following a transapical tavr procedure. Per report, the patient was implanted with a 26mm valve without incident. The apex looked to be in good condition and closure was uncomplicated. The valve was deployed in proper position with no paravalvular leak. The patient went to the ICU for one night and was then sent to the telemetry floor. On day two she was up walking around the nurse¿s station. She became hypotensive which then progressed to her going to the ICU and being intubated. She had st elevation and was taken to the cath lab where all coronaries revealed to be patent. An echo showed a pericardial effusion; she had just had her chest tube removed that morning and it only had 100 cc when it was removed. The patient was taken to the or and the transapical site was reopened. She had a pleurocentesis during which 150cc of serosanguinous fluid was removed and the apex was repaired for a small bleed. The patient recovered without any further incident before being discharged to home. The patient did not require additional blood products. This report is for the pericardial effusion.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good haemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause for the apex bleed and pericardial effusion cannot be determined. Per report, patient¿s apex was in good condition, and there were no complications or device malfunction during the tavr procedure. It is possible that in addition to the procedure itself, patient factors [i.e. Age, gender] caused or contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case, please refernce related manufacturer report no. 2015691-2014-00378.